Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be established. The event can be detected and prevented in accordance with the following IFU (instructions for use). The instruction manual jf type 260v, tjf type 260v operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual jf type 260v, tjf type 260v reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification, and the evaluation found a blockage in the pipeline.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the duodenovideoscope exhibited foreign matter and weak pressure supply issue. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.